Event description:
It has been reported to philips that, at the beginning of a scheduled angiography procedure with the patient anesthetized, the imaging processing computer (ippc) failed. The catheters were removed, and the procedure was discontinued. No information regarding any actual harm or injury to the patient is available at this time. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the customer was performing a planned neurovascular angiography procedure when the issue occurred. The procedure was performed on a different system. There was no harm to the patient. Onsite and log file analysis identified an issue during the power on self-test (post) of the frontal imaging processing pc (ippc). The philips field service engineer (fse) replaced the ippc, which was returned to the supplier for analysis. While the part analysis did not identify a malfunction, replacing the pc resolved the issue and the system was returned to use in good working order. The codes were updated based on investigation outcome.